Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had button anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that he had to press buttons harder to work. He also reported that he was changing batteries every five days and the pump rejected new batteries, the insulin pump had time lag. Also, the insulin pump had unexplained no delivery alerts and the customer had to rewind the insulin pump before dose. The insulin pump will not be returned for analysis.